Manufacturer narrative:
Inspection of the returned sheath found a kink towards the distal tip of the shaft; this defect would not have contributed to the allegations for this event. Dissection of the sheath handle to inspect the internal components found the flush lumen torn where the adhesive filet bonds the lumen to the valve hub, which potentially could be a leak path. An attempt to evaluate the potential defect by sealing the distal tip of the shaft and pressurizing the sheath by injecting deionized water from the stopcock port, did not observe a leak from the flush lumen. Inspection of the hemostatic valves did not find any abnormalities or defects. Therefore, no evidence was found to support a possibility of a previous or existing leak path that could have contributed to the allegations for this event.

Event description:
It was reported that during a pfa procedure to treat afib the faradrive steerable sheath clear was selected for use. A leak of hemo-valve was noted. Blood was coming with air bubbles to the heart after removing dilator. The sheath was replaced and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pfa procedure to treat afib the faradrive steerable sheath clear was selected for use. A leak of hemo-valve was noted. Blood was coming with air bubbles to the heart after removing dilator. The sheath was replaced and the procedure was completed successfully without patient complications. The device is expected to be returned.